Event description:
It was observed during the device evaluation, the air/water valve of the colonovideoscope was rusted. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the air/water valve of the colonovideoscope was rusted. Based on the results of the investigation, the probable root cause is liquid invasion in the light guide plug section. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.